Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for degen disc dise ase/herniated disc pain and spinal pain. It was reported that there was poor coupling with recharging. The patient reported the implant was not working and there was poor communication. It was reported that the implant will not connect to the patient programmer or the ins recharger (insr). The patient reported that they could not charge the ins and the last charging was late 2016. During the report, the patient synced with the ins using the patient programmer and saw a warning message that the ins charge level was low and needs to be charge. The patient was reviewed that the ins has not yet enter over-discharge state. It was reported that when normal recharge session was attempted, a ¿call your doctor¿ screen was seen with por message. The patient was reviewed how to bypass the por message. The patient reported that they use to get full coupling but now they cannot obtain more than one or two at best. The patient reported that they have tried to charge the ins all day and would not progress past ½ charge. Antenna use was reviewed and antenna location steps reviewed but the issue remain unresolved. The al readings were 36 to 44, yielding a reposition antenna screen on the insr. The patient reported that the ins pocket has always hurts a little but it has been getting worse in the last few months. The patient reported that there was pain at ins site. It was reported that charging was taking longer than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had tried to notify their managing physician but ended up with a new pain management provider. They had received a new recharger and were able to charge their stimulator, but that it was not stimulating and it appeared they had a question about the program. The pain at their ins site had not yet been resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was having trouble getting the stimulator to charge and had been sent a new recharger. No further complications were reported as a result of this event.